Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was seen in clinic for phrenic nerve stimulation (pns) due to dislodgment and high capture threshold on left ventricular lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.